Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first firing of the black reload onto stomach in a laparoscopic sleeve gastrectomy, the stapler fired but the distal part of the staple line was incomplete. They used another reload to complete the staple line. There was no patient injury.